Manufacturer narrative:
Results: the coil was detached from the ruby coil pusher assembly. The stretch resistant (sr) wire of the coil was fractured, and the proximal constraint sphere was missing. Conclusions: evaluation of the returned device revealed that the embolization coil sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the ruby coil is forcefully retracted against resistance, this type of damage may occur. An sr wire fracture will likely lead to an unintentional detachment. Neither the px slim, nor the ruby coil pusher assembly was returned for evaluation and, therefore, the cause of the resistance could not be determined. Penumbra coils are 100% visually and functionally evaluated during inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician advanced a ruby coil through a px slim delivery microcatheter (px slim) and decided to retract it in order to reposition the tip of the px slim. While retracting the ruby coil, it unintentionally detached in the px slim. The physician removed the px slim from the patient and pushed out the ruby coil. The procedure was completed using a new ruby coil with the same px slim. There was no report of an adverse effect to the patient.